Event description:
It was reported that intermittent altitude alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure ongoing insulin delivery.